Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2016 with the following findings: a review of the pump¿s black box showed no alarms related to the event. During testing, the pump emitted loss of prime warnings immediately after priming. Further testing for the call service alarm issue was not able to be performed due to the inability to prime the pump. The force sensor calibration was found to be out of required specification. The pump was opened and moisture damage found on the printed circuit board and inside the force sensor housing. The prime issue was found to be due to moisture damage. The complaint of a call service alarm issue was not able to be adequately investigated due to the pump¿s inability to prime. Unrelated to the complaint, investigation revealed the following issues: multiple cracks were found in the battery compartment; a leak test revealed battery compartment leaks. There was moisture visible in the display and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.